Manufacturer narrative:
Sections with additional information as of 23-mar-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: broken piece of meter case and e-7. Root cause: rc-076: mishandled by the end user.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse due to dead meter. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Husband is calling on behalf of the customer. Per the caller the battery had been changed the week before the call. The customer is using the correct battery in the correct orientation for the meter. During the call the meter did not power on using the power button or when a test strip was inserted. The customer feels well and did not report any symptoms. Per the caller, the customer had seen a nurse for assistance; nurse had attempted to troubleshoot but the meter was not working, and the nurse had advised customer contact the manufacturer.